Manufacturer narrative:
Concomitant product: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).

Event description:
It was reported that the aq2010v silicone three piece lens was loaded in the wrong cartridge and foam tip plunger and the trailing haptic tore as the surgeon advanced the lens. There was no patient injury. The lens was thrown away.

Manufacturer narrative:
The lens accountability form was received with the patient information. (B)(4).